Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient wore the pod on the arm for approximately 4 to 24 hours and reported insulin leakage at the infusion site; cannula condition at removal is unknown as the patient does not recall. On the day of the event, the patient initiated pod use with blood glucose reportedly within normal range, then slept. Upon waking, the patient experienced confusion, disorientation, slurred speech, inability to walk, shakiness, and tunnel vision. The patient sought assistance, and emergency services were contacted by a family member. Memory of the event is limited due to reduced consciousness. The patient experienced both hyperglycemia and hypoglycemia. The patient reported blood glucose increasing to approximately 600 mg/dl followed by a rapid decrease. The patient was hospitalized, with diabetic ketoacidosis reported; length of stay and discharge date are unknown as the patient does not recall. Treatment reportedly included management for hyperglycemia and subsequent administration of glucose tablets for hypoglycemia. The exact event date is unknown as the patient does not recall; therefore, the aware date (06 may 2026) was used as the occurrence date for reporting purposes.